Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent umbilical hernia repair surgery and excision surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted the mesh had moved off the defect. It was reported that the patient underwent excision of the previously placed mesh on (B)(6) 2013 during which the surgeon noted the mesh was noted to have slipped off the defect and a portion of the mesh was adherent and a portion of it was actually up in the defect. It was reported that the patient experienced severe pain, adhesions, scarring, mesh migration, nausea, diarrhea, chills, inflammation and loss of appetite. Other procedure is captured in a separate file. No additional information was provided.